Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 210 mg/dl. Reportedly, the customer continued to use the pump, and has an alternate pump for insulin therapy.